Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reboot the system. The customer decided to perform reboot and call back with the results. The customer has not called back with any further info.

Event description:
The customer reported that the keyboard was not working properly. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.